Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, onxm 27/29, size 27/29 mitral heart valve with standard sewing ring, serial number (B)(4) was implanted then replaced with onxm 31/33, serial number (B)(4) due to undisclosed reasons.

Event description:
A 22.74 year old female patient was implanted with onxm-27/29, serial number (B)(4) in the mitral position on (B)(6)2014 and required explant on (B)(6)2018 due to endocarditis. The valve was replaced with onxm-31/33 on (B)(6)2018. .

Manufacturer narrative:
According to the initial report on (B)(6)2018 , a 22.74 year old female was implanted with a size 27/29 mitral heart valve with standard sewing ring (onxm-27/29, sn[serial number] (B)(4) on (B)(6)2014 and required explant/replacement on (B)(6)2018 with a size 31/33 mitral heart valve with standard sewing ring (onxm-31/33, sn (B)(4) . Additional information obtained revealed that the onxm-27/29 was explanted on (B)(6)2018 due to endocarditis. The manufacturing records for the onxm 27/29, sn (B)(4) , were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met specifications. During the investigation no non-conformance or deviations were noted. A 22.74 year old female patient implanted with onxm-27/29, sn (B)(4) , in the mitral position on (B)(6)2014 and required explant/replacement on (B)(6)2018 via onxm-31/33. Additional information indicted ¿I did talk to the doctor about this case and his best recollection is that the first mitral valve was [explanted] due to endocarditis and both new mitral were used and implant cards are correct. (One in the mitral position and one in the tricuspid position.).¿ the explanted valve was not returned to the manufacturer and no other information was made available. Patient comorbidities, indication for implant and etiology of the endocarditis are unknown. Of note, on-x mechanical valves undergo a validated terminal sterilization process during manufacturing and therefore the source or cause of the endocarditis is not likely related to the on-x product. Endocarditis as well as subsequent explant are known potential adverse events associated with prosthetic valve replacement [instructions for use]. For rigid heart valves, endocarditis occurs at a historical rate of 1.2%/patient-year [iso 5840:2005]. References: on-x instructions for use including aortic valve inr 1.5-2.0 update. Http:/www.onxlti.com/IFU. Iso 5840:2005 ¿ cardiovascular implants ¿ cardiac valve prostheses, annex r.2. The root cause for the explant per the surgeon is endocarditis. The root cause for the endocarditis is unknown and there is not enough information to determine what, if any, relationship the explant/replacement had to do with the valve. No further action is required at this time without additional information. Each individual hazard is mitigated and reduced as low as possible by design and process. The investigation indicates endocarditis led to explantation of the valve. The reported event is identified in the fmea in the ¿failure mode¿ as endocarditis. The IFU provides the following instructions, ¿endocarditis is listed as a potential adverse event and potential complications are described. No further action necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.